Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. UDI# (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The spring clip on the impactor handle broke off while the handle was being used to impact the femoral implant. Impactor head not damaged. No ae to patient. No delay to procedure.

Manufacturer narrative:
Additional narrative: the complaint states procedure total knee joint replacement the spring clip on the impactor handle broke off while the handle was being used to impact the femoral implant. Immediately replaced with the second handle in the set. Impactor head not damaged. No ae to patient. No delay to procedure. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Procedure total knee joint replacement the spring clip on the impactor handle broke off while the handle was being used to impact the femoral implant. Immediately replaced with the second handle in the set. Impactor head not damaged. No ae to patient. No delay to procedure. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.